Event description:
Follow up information received that the physician believes the patient's death was related to the patient's comorbidities and the procedure.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient had a bleed in the brain. The patient was in hospice and passed away.